Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.037.002, lot: 34p2861, manufacturing site: bettlach, release to warehouse date: january 27, 2020. A manufacturing record evaluation was performed for the finished good lot and no non-conformances were identified. Visual inspection: the drill bit ø16 flex cann f/dhs/dcs (part# 03.037.002, lot# 34p2861) was returned and received at us customer quality (cq). Upon visual inspection at cq, the device tip looked to be dull, also there was a cracked observed at the proximal end of the shaft. No other issues were identified with the complaint device. The provided photographs were reviewed and no additional issues were observed. Functional test: a functional assessment was not able to perform on the complaint device. However, the dull tip could have caused the exertion of excess force which could have led to the cracked condition of the device. Can the complaint be replicated with the returned device(s)? Unable to perform. Dimensional inspection: specified dimensions: shaft diameter. Measured dimensions: shaft diameter =conforming. Device used - calipers. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Drill bit 16 mm. Flexible. Flexible shaft. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this overall complaint was confirmed. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 that the entry of 16mm drill bit for the trochanteric fixation nail advanced (tfna) was broken or fractured towards the attachment end of the instrument. The instrument was used for the entry reaming and was then noticed that it was broken afterwards. A new set was opened and the procedure was completed with no patient consequence or surgical delay. This report is for (1) 16mm cannulated flexible drill bit. This is report 1 of 1 for (B)(4).